Event description:
Reportedly these devices were returned from hospital due to cracking and crazing.

Manufacturer narrative:
Evaluation summary=the replica end exhibits crazing and cracks at polysufone plastic connection to the handle rod. The replica end is intact but the cylindrical end is missing.